Event description:
Orthopaedic surgeon was stapling patient's skin at the end of surgery. Three staples were being released from the stapler after surgeon squeezed the stapler one time. Incident suggested risk of staples being lost and even accidently left in surgical wound.